Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance greater than 2,000 ohms. Additional information obtained from the field representative indicated that a trend showed increasing impedance measurements over the past couple of months. Further, it was indicated that there was no capture in both unipolar and bipolar configuration. No fracture was confirmed under fluoroscopy. The lead, device header and setscrew connections were also checked. The lead was surgically abandoned and replaced while the pacemaker remains in service. No additional adverse patient effects were reported.